Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the patient receiving more medication than intended. At 0230, the pump was programmed to deliver heparin 25000u/250ml at a rate of 8.5ml/hr and the delivery was started. No further programming parameters were provided. At 0330, the nurse noted the device displayed a rate of 175ml/hr and approximately 25ml remained in the solution container. The physician was notified. A partial thromboplastin time (ptt) was drawn. The result was greater than 120 seconds. The patient was treated with 50mg of protamine sulfate. The device was removed from clinical service. Therapy was resumed at an unspecified time later using a replacement pump. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The device maintained the programmed rate throughout the testing procedures. The pump history was printed at the manufacturing facility. All data from the reported event date of 2008 was overwritten by new information.